Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged around the cartridge slot causing increased difficulty inserting the cartridge and potentially resulting in occlusion alarms. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose was 400 mg/dl.